Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace in the atial pacing (aai) mode when used with a patient. The user ensured the cables and wires were intact. A different epg was successfully used to pace the patient. The status of the epg is unknown. No patient complications have been reported as a result of this event.